Event description:
The customer reported that her blood glucose was high. She stated that when she checked the pump, the insulin had leaked out inside the compartment. The customer cleaned the compartment and she noticed that the pump seemed to work fine. Instructed customer to change the infusion set and run a prime test through the tubing to see if any leaks recur. The pump and the infusion set worked properly.